Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected low battery alert, battery power loss alarm or failed battery test alarm noted during testing or in the device trace download all the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had frozen display as well as power loss alarm and failed battery alarm. The customer¿s blood glucose level was 130 mg/dl. Customer stated that the frozen display reoccurred. Customer reported that the screen was not completely blank and the alarm occurred during the time that the buttons were not responding. Customer stated that the contacts was not missing, damaged or corroded. Customer was not able to clear the insulin pump errors, power loss alarm and program pump. Customer troubleshooting was performed. The insulin pump will be returned for analysis.